Manufacturer narrative:
The reported event of unable to loosen the atrial (a) setscrew to disconnect the lead was confirmed. Analysis revealed the a-setscrew had been over-torqued at implant. Due to the over-torque the setscrew could not be untightened during the procedure. Special tools had to be used to untighten the setscrew. The stuck lead could then be normally removed from the connector once the setscrew was removed. The over torque was done in the field at time of implant. This is a user related anomaly.

Event description:
It was reported that during an unrelated procedure, the set screw was unable to be loosened resulting in the right atrial (ra) lead being unable to disconnect from the device. Both the device and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.